Manufacturer narrative:
It was reported that a patient had a trapease inferior vena cava filter (ivc) implanted, after an unspecified period of time, the filter subsequently malfunctioned and migrated. The following additional information received per the patient profile firm (ppf) indicates that five months and eleven days post implant, the patient had blood clots, clotting, occlusion of the inferior vena cava (ivc), acute deep venous thrombosis (dvt), pain in right inguinal area, swelling legs, back pain, chest pain, pain in leg and calf, bilateral lower lobe pulmonary emboli (pe) left more than right, iliofemoral dvt with occlusion, right upper inner thigh swollen, bilateral lower extremity lymphedema, shortness of breath, varicose veins and that the filter has been unable to be retrieved although there have been no documented attempts made. Most recently the patient reported that the pain, migration, obstruction, venous insufficiency, venous embolism and pulmonary emboli are attributed to the filter. Per the medical records, the patient would have been treated medically for the ailments. According to medical records, the patient has a history of bilateral leg swelling which is worse on the right side and is chronic in nature, a history of dvt, breast cancer, bleeds with xarelto therapy, a history of hypotension, pre-diabetes and history of pe. The indication for the filter placement was dvt. The patient indicated that since the implant she has experienced numbness and her legs give out and frequent falls. The patient sought out further evaluation and was admitted for a venogram approximately five months after the initial implant. The venogram showed chronic dvt of the right femoral vein, common femoral vein with occlusion of the right external iliac vein and common iliac vein along with chronic left femoral dvt. The recommendation at that time was that the patient have a venogram via right internal jugular vein with heparin and tissue plasminogen activator (tpa) therapy, this was scheduled for approximately three weeks later. Findings noted during that procedure were a filter seen at the iliac bifurcation with base of the filter in the right iliac vein. Venogram of right femoral vein showed chronic occlusion with collaterals and the iliac veins were occluded bilaterally. The patient was taken to the endovascular suite following tpa therapy given the day before, and has right lower extremity venous flow draining to the femoral portion. The iliac vein could not be fully visualized. The iliac vein was not able to be cannulated, this was then followed by attempts to cross the lesion, but were unsuccessful. The procedure was then terminated. Given the above findings the patient will be treated medically. The case was discussed with another physician who felt that this was not a favorable case for removal of the filter. The recommendation was to continue to see the patient on an outpatient basis, continue on eliquis 5 mg 1 by mouth daily and follow up in about 2 weeks. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the affected extremity. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient, pharmacological factors and vessel characteristics may have contributed to these events. Ivc filters are not indicated for use in the prevention of dvt. Rather, patient and pharmacological factors may have contributed to these events. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. The reported information indicates that the patient has had lymphedema, leg swelling, shortness of breath, varicose veins and pe, these events do not indicate a device malfunction. With the limited information provided it is not possible to determine a relationship between the reported events and the device. Review of the available information does not suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: patient code '3191' was used as there are no codes available for 'venous insufficiency.'

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient had a trapease inferior vena cava filter (ivc) implanted, after an unspecified period of time, the filter subsequently malfunctioned and caused injury and damages to, including, but not limited to, migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile firm (ppf) indicates that five months and eleven days post implantation, the patient had blood clots, clotting, occlusion of the inferior vena cava (ivc), acute deep venous thrombosis (dvt), pain in right inguinal area, swelling legs, back pain, chest pain, pain in leg and calf, bilateral lower lobe pulmonary emboli (pe) left more than right, iliofemoral dvt with occlusion, right upper inner thigh swollen, bilateral lower extremity lymphedema, shortness of breath, varicose veins and that the filter has been unable to be retrieved although there have been no documented attempts made. Per the medical records, the patient would have been treated medically for the ailments. According to medical records, the patient has a history of bilateral leg swelling which is worse on the right side and is chronic in nature, a history of dvt, breast cancer, bleeds with xarelto therapy, a history of hypotension, pre-diabetes and history of pe. The indication for the filter placement was dvt. The patient indicated that since the implant she has experienced numbness and her legs give out and frequent falls. The patient sought out further evaluation and was admitted for a venogram approximately five months after the initial implant. The venogram showed chronic dvt of the right femoral vein, common femoral vein with occlusion of the right external iliac vein and common iliac vein along with chronic left femoral dvt. The recommendation at that time was that the patient have a venogram via right internal jugular vein with heparin and tissue plasminogen activator (tpa) therapy, this was scheduled for approximately three weeks later. Findings noted during that procedure were a filter seen at the iliac bifurcation with base of the filter in the right iliac vein. Venogram of right femoral vein showed chronic occlusion with collaterals and the iliac veins were occluded bilaterally. The patient was taken to the endovascular suite following tpa therapy given the day before, and has right lower extremity venous flow draining to the femoral portion. The iliac vein could not be fully visualized. The iliac vein was not able to be cannulated, this was then followed by attempts to cross the lesion, but was unsuccessful. The procedure was then terminated. There was no dye in the filter. There was no dye in the base of the iliac vein more towards the right, so obstruction of the left iliac vein also. Given the above findings the patient will be treated medically. The case was discussed with another physician who felt that this was not a favorable case for removal of the filter. The recommendation was to continue to see the patient on an outpatient basis, continue on eliquis 5 mg 1 by mouth daily and follow up in about 2 weeks. Support stockings will be advised. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Clotting, deep vein thrombosis, and device occlusion related to clotting, and embedded in the wall do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could be confirmed. The reported information indicates that the patient has had lymphedema, leg swelling, shortness of breath, varicose veins and pe, these events do not indicate a device malfunction. With the limited information provided it is not possible to determine a relationship between the reported events and the device. Review of the available information does not suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot (16103312) presented no issues during the manufacturing process that can be related to the reported event. (B)(4). This report is a follow up report to MFR number 9616099-2016-00291 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, after an unspecified period of time when a trapease vena cava filter was placed, the filter subsequently malfunctioned and caused injury and damages to, including, but not limited to, migration of the filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile firm (ppf) indicates that five months and eleven days post implantation, the patient had blood clots, clotting, occlusion of the inferior vena cava (ivc), acute deep venous thrombosis (dvt), pain in right inguinal area, swelling legs, back pain, chest pain, pain in leg and calf, bilateral lower lobe pulmonary emboli left more than right, iliofemoral dvt with occlusion, right upper inner thigh swollen, bilateral lower extremity lymphedema, shortness of breath, varicose veins and that the filter has been unable to be retrieved although there have been no documented attempts made. Per the medical records, the patient would have been treated medically for the ailments. According to medical records, the patient has a history of bilateral leg swelling which is worse on the right side and is chronic in nature, a history of dvt, breast cancer, bleeds with xarelto therapy, a history of hypotension, and history of pe.